Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly; unable to verify battery out limit alarm or count down anomaly due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had put the insulin pump in a cooler and the cooler had water in it. Customer stated that the pump got moisture behind the screen and is not working. Customer was getting a battery out limit alarm now. Customer stated that it does the countdown and stops at 6 or 7 before going to the battery out limit alarm. Customer tried to reset the pump but it wasn't doing anything. Customer stated that he can barely read the pump. Customer reported there was fluid under the lcd display. Customer tried to dry the pump with a hair dryer but it did not work. Customer stated that the pump did not have any cracks or scratches and that he was told the pump was splash proof. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.